Event description:
Approximately six months after implantation of the heartware lvad, the patient developed a spontaneous hemothorax related to high anticoagulation levels (inr 8.0). He was admitted to the hospital and treatment included placement of a chest tube and interruption of coumadin therapy. The event resolved and the patient was discharged. A few days later, while taking aspirin, persantin and levonox, the patient experienced high power alarms; no symptoms were noted at the time. On admission lactate dehydrogenase (ldh) levels were elevated. Treatment with tpa was initiated; improvement on ldh levels were noted and coumadin therapy was restarted. Approximately a week and a half after his re-admission, the lvad power consumption and estimated flows increased along with ldh levels. Patient underwent pump exchange on (B)(6) 2013. Intra-operatively, the surgeon noted thrombus within the patient¿s left ventricle. As of the date of this report, the patient¿s immediate post-operative course had been uncomplicated. Investigation is ongoing.

Manufacturer narrative:
Hvad® pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. A review of the controller log files revealed that there was an increase in power and estimated flow corresponding to the reported event. Independent pathological analysis confirmed the presence of thrombus. The cause of the reported event cannot be conclusively determined. Based on review of the available information, there is no evidence to suggest that the reported event relates to a device defect. No additional information will be forthcoming.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.